Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite vial access device occluded. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the consumer's dose of winreviar was due to be administered, but when the consumer went to prepare the dose, he was unable to inject the sterile diluent into the vial to reconstitute the product and the syringe became disconnected from the white plastic piece (leur lock?) At the tip of the syringe and the syringe landed on the consumer's lap causing it to no longer be sterile.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues and flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.